Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during percutaneous coronary intervention, stent would not cross the lesion. The target lesion was at unspecified location. A 3.50x24mm promus element drug-eluting stent was advanced but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. The stent was bent between the third and fourth stent strut rows. The hypotube was kinked at various locations. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the tip of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).